Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The same month as onset of the peritonitis event the patient was treated with intraperitoneal (ip) vancomycin (dose and frequency not reported) for a total of 10 days. It was reported that the cause of the peritonitis was a perforation of the intestine and it was also reported that the peritonitis event was pd associated. The physician stated that there was a potential connectivity problem and unsterile handling; however this was not confirmed. Therefore, the cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report the patient was recovered from this peritonitis event. It was reported pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecific date in (B)(6) 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.